Manufacturer narrative:
E1: address: (B)(6) b3: unknown; no information has been provided to date. One device was received for evaluation. A visual inspection noted that the device had a damaged downstream occlusion seal and damaged battery compartment. Functional testing was conducted with the returned device and the customer¿s problem was duplicated. The device did not hold patient data and there was a primary problem with defective pwa. The root cause was found to be a damaged battery compartment. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result, the downstream occlusion seal, pwa, and battery compartment will be replaced.

Event description:
It was reported that the battery compartment was broken, and the device exhibited a maintenance alarm. There was unknown patient involvement.